Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. Technical support performed troubleshooting and advised the customer on multiple part replacement to try and resolve the issue. The customer confirmed the replacement of the power switch overlay to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an error (alarm led failure). The device was in use at the time of the reported event; however, there was no patient harm.